Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the guidewire shaft and balloon spring were cut. The distal portion that was cut off, including the inflation balloon, which was not returned. Stretching was evident at the distal end of the crimp balloon which was still attached to the device and a compressed flex shaft near the flex tip. Upon disassembly of the device, a break was found in the balloon shaft proximal to the stop sleeve. No functional testing was performed due to the condition of the returned device (missing inflation balloon, break in balloon shaft). No dimensional balloon measurements were taken because the balloon was not returned. The delivery system flex tip was not measured because it is 100% measured during production. The balloon shaft was measured proximal to the break to ensure that a dimensional non-conformance did not contribute to the break. The outer diameter of the balloon shaft was found to be within specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, it is possible that the balloon tore during the valve alignment process since valve alignment difficulty was encountered. Pulling on the balloon shaft while the valve was only partially supported by the flex tip may have put high force on the balloon. It is also possible that the balloon tore when the device was attempted to be retrieved through the sheath and the inability to inflate the balloon can be attributed to the balloon shaft break. The balloon shaft break may have also occurred due to the valve alignment difficulty described above. There was no imaging provided that showed contrast solution leaking from the balloon during inflation, so it is not possible to determine at which point in the procedure (inflation or withdrawal) the balloon tore. Therefore, the root cause of the balloon tear cannot be determined. The complaint for a torn balloon was confirmed, however, no manufacturing non-conformities were found in the returned sample. Available information suggests that patient and procedural factors may have contributed to the event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the (B)(6), during the transfemoral tavr procedure the balloon burst during valve deployment. Initially the operator experienced difficulty with valve alignment due to the tortuosity of the aorta. Despite the difficulty, the valve was aligned and positioned in the annulus. However, during valve deployment, the balloon burst. Attempts to pull back the valve and delivery system failed. During all of these maneuvers, it was discovered that the iliac communis externa ruptured. The patient received a blood transfusion due to a considerable blood pressure drop. The iliac artery was blocked with a balloon to stabilize the patient. The patient was transferred to the operating room under ECMO. The first the aortic valve was replaced and then attempts to repair the iliac rupture with a peripheral vascular graft was made. The patient could not be stabilized and expired.